Manufacturer narrative:
Date of event (B)(6) 2013. Date of this event: (B)(6) 2013. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at 1 month post op follow up with corneal abrasion. Patient is not seeing as well as expected 20/25-2. Patient was put on polytrim for the abrasion. No loss of best corrected visual acuity reported. Patient mentioned having mild light sensitivity. On (B)(6) 2014 account reported that patient was seen on (B)(6) 2013. The recorded visual acuities were 20/25 od, and 20/20 os. Patient felt od was improving since visit on (B)(6) 2013. Doctor prescribed tobradex (1 drop both eyes four times a day for 7 days).

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.